Event description:
The customer reported a leaky cuff. 12 days after installing the device, the button externalized.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no physical samples or photos received for the investigation. Based on all available information, the reported condition could not be confirmed. The reported affected component is manufactured by an external supplier. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information will be used for tracking and trending purposes.